Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with a pump error 38 alarm during rewind. The pump passed the self test, sleep current measurement, and active current measurement however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm during rewind. The trace and history files were successfully downloaded using thump. Adjusted the display brightness from 1-5 and the backlight timeout for 30 seconds, 1 minute, and 3 minutes; each setting functioned properly. The pump was cut open to perform a visual inspection. No moisture damage was found on the electronic assembly (pcba 1 and pcba 2) however, corrosion was found on the motor home switch. Pump error 38 alarms are due to a corroded motor home switch. A sc1 cap locks into the reservoir compartment properly. The following were noted during a physical inspection: scratched case and cracked buttons (down and right arrows) keypad overlay. Backlight anomaly and failed self test are not confirmed. Pump error 38 alarm during rewind is confirmed due to a corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced back light anomaly. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed customer reported backlight anomaly on lcd screen. Pump did not pass self test. No harm requiring medical intervention was reported. Product mmt-1886 was returned for analysis.